Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs result for one patient from the cobas e 801 module. The initial result was 371 ng/l and was reported outside of the laboratory. The patient was moved from a non-urgent care hospital for treatment based on her clinical picture. A second sample was taken from the patient and the result was 8 ng/l. The original sample was repeated with a result of 9.33 ng/l. The samples were all re-centrifuged and repeated with results of 8, 9, 9 ng/l. The reagent lot number was 419260. The expiration date was requested but was not provided.

Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us. The us is not impacted. Medwatch fields d1, d2, d4, g1, and g5 were updated.